Event description:
Complainant alleged that while attempting to pace a male patient, the electrodes would not adhere to the patient's skin and the device was unable to obtain an ECG signal via the onestep electrode. Complainant indicated that the electrode pads involved in the reported malfunction were not retained by the customer. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporatin has not received the device for evaluation and this complaint is still under investigation.